Manufacturer narrative:
It was reported that the patient was implanted a sidus stem-free shldrhum anchor l on the right side on (B)(6) 2014. Currently the patient is monitored due to mild lysis at superior aspect of humeral anchor. Review of incoming information: 4 x-rays week 6 after implantation: sidus stem free head it was well implanted and did not show any conspicuousness related to reported event. The sidus anchor did not show signs of radiolucency. Around the most cranial of the pe glenoid anchors and at the lower part of the glenoid a thin radiolucent area seemed to be present. No other conspicuous information. Four x-rays month 6 after implantation: the returned x-rays are negative x-rays (bone is black). The sidus anchor did no show signs of radiolucency. On the external ap the area around the cranial part of the anchor was slightly brighter. The area at the lower part of the glenoid seemed to be slightly increased compared to previous x-rays. Around all the pe glenoid anchors a small radiolucent (on the negative x-ray brighter) area was visible. Four x-rays month 12 after implantation: the humeral head seemed to lean only on the cranial half of the glenoid component. On the external ap x-ray a radiolucent area (which could indicate osteolysis) was visible on the cranial part of the sidus anchor at the height of the greater tuberosity. The area at the lower part of the glenoid seemed to be of comparable size with the x-rays at month 6. The radiolucent area around the lower glenoid pegs seemed to be increased. Implantation report dated (B)(6) 2014: primary shoulder arthroplasty on right shoulder of a male patient due to osteoarthritis with biceps tenosynovitis. No other conspicuous information. Follow-up report dated (B)(6) 2015: a good outcome was reported. A very mild osteolysis was noticed at superior aspect of the humeral anchor. No signs of fracture, subluxation or dislocation were reported. Possible causes for the reported event according to dfmea (anatomical shoulder glenoid): aseptic loosening -> due to wrong combination, normal use, overload, wrong positioning. Loosening -> due to wrong geometry of peg, wrong positioning, insufficient bone. Implant breakage, loss of function, pain -> due to aging of implant materials results in reduced material strength or capacity to perform intended function. Comparison to investigation results whether it is possible and justification: possible -> as in the x-rays of the 12 month follow-up it seemed that the humeral head lean only on the cranial half of the glenoid component. Possible -> as in the x-rays of the 12 month follow-up it seemed that the humeral head lean only on the cranial half of the glenoid component. Possible -> as the x-rays showed some radiolucency between the cement and the bone. It was possible that the bone cement had reduced material strength or did not perform the intended function. Possible causes for the reported event according to dfmea (sidus anchor): fracture of the bone, loosening or migration of the prosthesis -> due to stress shielding (bone remodeling). Fracture of the bone, loosening or migration of the prosthesis -> due to bone collapse under anchor due to worsening of bone quality (e.g. Cysts, necrosis, bone remodeling). Surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) -> due to training/education is insufficient or unavailable. Damage to bone through intraoperative corrections affect performance in-vivo (i.e. Loosening, migration, misalignment). -> due to intraoperative corrections might contribute to poor long-term results. Comparison to investigation results whether it is possible and justification: possible -> as a radiolucent area indicating mild osteolysis could be observed at 12 month follow up. Possible -> as a radiolucent area indicating mild osteolysis could be observed at 12 month follow up. Possible -> as the training/education of the surgeon was unknown. Possible -> but unlikely. No intraoperative corrections were reported. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a sidus stem-free shldrhum anchor l on the right side on (B)(6) 2014. Currently the patient is monitored due to mild lysis at superior aspect of humeral anchor.